Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the day after implant that the patient's right ventricular (rv) lead showed intermittent loss of capture resulting in asystolic pauses, the longest of which was about 10 seconds, with unstable pacing thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.